Manufacturer narrative:
On (B)(6)2020, a manufacturing record evaluation was performed for the finished device (B)(6) number, and no non-conformances were identified. The right implant was intact. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 275cc and suffered from deflation bilateral. As a result, the patient had undergone removal and replacement with mentor smooth round moderate plus profile 350cc on (B)(6) 2020. This medwatch is for the right breast implant.